Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. A ¿catheter not detected¿ error displayed and optical fibers 1-3 did not meet specifications for optical properties when the catheter was connected to the tactisys quartz unit during initial testing. The device did not meet specifications during a shaft leak test and an irrigation leak test. As a result of the pi irrigation tubing detaching from the metal irrigation tubing.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.